Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a follow, oversensing issue due to myopotential inhibition was observed on the device. Deep breathing and coughing reproduced the oversensing issue. Programming changes were made. Patient was stable prior and post programming changes and will be monitored with routine follow up.